Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and one similar complaint for this lot number was found. The product history was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
It was reported that while a physician was performing a-fib ablation with boston scientific farapulse, the patient's septum was out of the ordinary, causing the need to rewire and reposition their bsw vizigo sheath used for transeptal with an abt brk needle. When the physician pulled back from the left atrium, the patient experienced pericardial effusion and hypotension. A periocardiocentesis was performed to remove the fluid and the patient was admitted to the intesive care unit (ICU) for hospitalization. The event is considered ongoing. No additional information is available.